Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2014 with the following results: a visual inspection of the pump showed that the battery compartment was cracked. Unrelated to the complaint, the display screen was dim and discolored. The battery cap was damaged.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.